Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary treatment procedure, balloon burst occurred. The 98% stenosed, severely calcified lesion located in the severely tortuous proximal-mid left anterior descending (lad) artery. The physician was attempting to dilate the lesion using the maverick2 monorail 15 x 1.5 mm; however, the delivery system faced resistance crossing the lesion. Once the balloon reached the lesion, the physician inflated the balloon up to the nominal pressure and the balloon burst. The device was removed intact and no pt complications were reported. The procedure was completed with another of the same device. Pt status post procedure was good.